Manufacturer narrative:
One device was returned for analysis of complaint that the air in line sensor was defective. There were no services previously reported. Review of event log found alarm: cannot start pump with air in line alarm. Visual and functional testing was performed, and the complaint was confirmed during the air detector test. Probable cause of complaint was damaged air detector, and the air detector was replaced.

Event description:
It was reported that the air-in-line sensor was defective. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.